Manufacturer narrative:
Additional information: on (B)(6) 2019 the lens was repositioned and the problem is resolved. Patient code 3191: no code available (secondary surgery, lens repositioning). Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2, -8.5/+2.5/095 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. The surgeon reports low vault, lens rotation, and refractive surprise. Reportedly, lens remains implanted. The cause of the event is reported as unknown.